Event description:
Patient's lactated ringers fluids were running on alaris pump at 250ml/hr. Pt put on call light because pump kept beeping. Rns came to assess situation, found pump beeping saying "occluded fluid side". Rn checked that fluid line was unclamped and not visibly occluded. Rn placed pump on pause and opened safety clamp on pump. Once clamp was open, rn noticed primary IV line tubing had burst in section that sits in alaris pump and was leaking all over room. Tubing disconnected from pt and replaced immediately with new tubing. Floor where fluids were leaking was dried.